Manufacturer narrative:
The cartridge associated with the event was discarded by the user. A review of the device history record (DHR) of the reported lot number confirmed no related defects were found during the manufacturing and the lot was released for distribution having met all product design requirements.

Event description:
A report was received on 17 may 2019 from the risk manager, regarding a (B)(6) year old female patient in critical care who received continuous renal replacement therapy (crrt) on (B)(6) 2019 and the cartridge arterial line luer broke within the patient''s central venous catheter. The catheter was replaced with no report of symptoms or additional medical intervention.